Manufacturer narrative:
After a technician evaluation, this unit has no pressure due to a piston failure.

Event description:
After a technician evaluation, this unit has no pressure due to piston failure.

Event description:
Dealer advised unit has no pressure.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.